Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an ablation pain treatment on the back and then experienced palpitations. A remote transmission revealed the right ventricular lead had low impedance and a lead warning was triggered. Both the right atrial and right ventricular leads switched polarity from bipolar to unipolar pacing. Follow-up revealed the patient was seen in the clinic, the leads were reprogrammed and both remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.